Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability for the catheter to pass through the distal connector piece is confirmed. One 4 fr single lumen groshong nxt catheter kit was returned for evaluation. An initial visual observation showed the kit was returned open and all kit components were returned. The nxt connector pieces were returned outside of any packaging within the kit and were found to not be assembled. Some use residue was observed on the distal connector piece. An attempt was made to pass the proximal end of the returned catheter through the distal connector piece; however, the catheter was found to be stopped within the connector piece and could not pass through it. The distal connector piece was dissected and during dissection the internal compression sleeve became dislodged. However, microscopic inspection of the compression sleeve revealed shape memory in the distal end of the compression sleeve, which suggests it was advanced some distance into the tapered region of the connector piece. This advancement of the compression sleeve likely prevented passage of the catheter through the distal connector piece. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the PICC catheter connection part cannot be inserted into the catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen1982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter connection part cannot be inserted into the catheter. No other information was provided.